Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and replaced the pre-trigger and trigger manifold valves and the valve, bypass, 2 way. Both parts were identified as the likely causes for the discrepant troponin results. A review of the analyzer service history found no contributing factors on or around the date of the compliant. There have been no further reports of discrepant results since the manifold kit valves and valve, bypass, 2 way were replaced. A review of complaint and trending data for wash zone valve, manifold kit (rohs) and valve, bypass, 2 way (rohs) identified no issues or trends. A review of architect i1000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i1000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr was identified.

Event description:
The customer reported false negative architect stat tropoinin-I results for two patients while using the architect i1000sr analyzer. Retest of the original samples generated positive results. Patient 1 female greater than 50 years old (ID (B)(6)): initial 3.00, retest (0131ch327) <0.01, 3.028 patient 2 male greater than 50 years old (ID (B)(6)) initial <0.01, retest (0131ch241) 2.305. No adverse impact to patient management was reported.